Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that the patient reported that yesterday they turned off their therapy and they still continued feeling the tapping and thought that meant the whole system was not turned off. The patient also said that they turned on their therapy yesterday and today they were scheduled for a brain MRI and needed the therapy off. The patient confirmed no MRI mode in the menu. The patient confirmed therapy was off. The agent reviewed therapy on/off guidelines and MRI eligibility. The patient said they were thinking of removing their implant. Physician listing sent through email since patient needed new doctor as they were no longer seeing their doctor on file.